Event description:
It was reported to aesculap inc. That an activ l inf.plate s1 size l 5°/spikes (part # sw996k) was implanted on an unknown date. According to the complainant the patient underwent a revision surgery on (B)(6) 2024. Reportedly the implants were removed due to the patient's complaints of pain. There was no defects found with the implants upon removal. The surgeon felt that the patient's symptoms were psychological in nature as such the complaint was not reported nor was an explant kit requested. The surgeon sent the device to pathology and no growth was found to indicate an infection. The devices are with the hospital and not available for evaluation. The adverse event is filed under aic reference (B)(4). Associated medwatch reports: 2916714-2024-00078 and 2916714-2024-00079.

Manufacturer narrative:
Investigation on-going. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.